Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system was intermittently unable to perform 2d and 3d image acquisitions. Troubleshooting found that the interface (umbilical) cable was not functioning as designed as was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system shut down without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.